Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) was unable to be interrogated during its replacement procedure on (B)(6) 2022. The physician suspected premature battery depletion, so he continued with the replacement of the ICD and implanted a new device. The patient experienced no consequences.

Manufacturer narrative:
Premature battery depletion and communication failure was confirmed by analysis. Interrogation of the device revealed the device was at eri when received. The loss of communication was due to low battery voltage. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.